Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that symptomatic patient with bradycardia presented with atrial lead noise that resulted in inhibition, as patient was dependent. Programming changes were discussed. No further information available.